Event description:
On 07/29/1998, the facility informed the MFR's (MFR.) Sales rep of the following: after the device was implanted, the physician attempted to get blood return, but the device would not aspirate. Although the physician was able to flush the device. He removed the device and placed another one. No further details were provided at this time.